Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture with fluid surrounding the implant.

Event description:
Healthcare professional reported left side rupture with fluid surrounding the implant. Device remains implant.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Deformation: observed no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture with fluid surrounding the implant. Healthcare professional later reported left side was not found to be ruptured upon explant. Device has been explanted and replaced.